Event description:
It was observed during central processing that the monopolar curved scissors instrument orange sleeve near the working tip was cracked. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis results confirmed the issue that the instrument tube extension was cracked. Tube extension was cracked at the proximal clevis interface, cracked next to one of the keys that mates with the proximal clevis. Electrical continuity passed. Evidence not conclusive, but damage may be due to mishandling/misuse additional observation not reported by site was that the instrument tube extension had pad printing removed. Pad printing had a piece scratched off. Evidence not conclusive, but pad printing removed damage may be due to mishandling/misuse. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however, the pad printing removed found during investigation were to recur could cause or contribute to an adverse event.